Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that root cause remains unknown. Impedance issue confirmed to be elevated impedances. Rep reiterated troubleshooting included blotting extension, suctioning, extension test cable impedance check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op impedances were normal. After replacing the implantable neurostimulator (ins) , impedances were ¿investigate¿ on contacts 9, 10, 11 for right gpi. After trouble shooting, impedances were only investigate on contact 11 for right gpi. The investigate impedances were not able to be fixed with troubleshooting, but none of the patients groups were using this contact for therapy. Using an extension test cable, the lead and extension impedances were checked and displayed as normal for right gpi. The surgeon decided to leave the battery as-is, with the investigate impedance on contact 11 (right gpi). Additional troubleshooting included blotting extension, suctioning, extension test cable impedance check.